Manufacturer narrative:
Other, other text: additional information: no patient involvement- occurred during testing. Device evaluation: the device was returned for evaluation. The device was given functional testing and found to meet with specifications. No issues were identified during testing. The reported issue was not confirmed.

Event description:
Additional information: no patient involvement.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No adverse effects were reported.